Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call the insulin pump alarmed an error in the motor was detected by reading unexpected value from hall sensor, c53 bg value above hyper alarm limit, watchdog alarm/anomaly and low reservoir alarm. Customer was not able to rewind. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify an error in the motor was detected by reading unexpected value from hall sensor due to critical pump error (open book image) alarm.